Event description:
A voluntary medwatch report mw5167948 was received on 4/3/2025. It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5167948. B5: describe event or problem ¿ correction. E4 initial report also send to FDA - correction. G2 report source - correction. G2 report source other - correction. H2 type of follow up - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.